Manufacturer narrative:
Additional information was received on 04-jan-2024. It was reported that no transeptal was performed and the adverse event was discovered after the baylis needle was inserted into the left atrium prior to the sheath going transeptal. No catheter or sheath crossed the septum. No ablation catheters were inserted into the body of the patient. The patient has fully recovered. As such, this event has been reassessed and is no longer considered to be MDR reportable against any bwi devices. However, since this event has already been reported to FDA, biosense webster inc. Will continue to submit supplemental 3500a reports to the FDA as additional information is received regarding this event. The patient¿s gender was provided. Therefore, section a 3. Gender was updated. The physician¿s name was provided. Therefore, section e. Initial reporter was updated. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. No additional tests were performed as no malfunction was reported for the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced cardiac tamponade treated with a pericardiocentesis. It was reported that a soundstar map was made and a coronary sinus (cs) map using the ¿d134792 catheter¿. Using the baylis needle and wire, they went transseptal. They were replacing the transseptal needle with the vizigo¿ sheath and noticed a pericardial effusion. The transseptal wire was removed, and protamine was given. Patient has hypotension. A pericardiocentesis was performed and 800cc of fluid was withdrawn. Patient stabilized.